Manufacturer narrative:
The insulin pump had blank display due to cracked case at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The pump also had minor scratched display window, scratched case, pillowing keypad overlay, scratched keypad overlay and cracked battery tube threads. No damage noted on the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage at the back where the insulin reservoir compartment is. The customer stated that the pump has not been fallen or bumped. The customer's blood glucose level was 15 mmol/l at the time of the incident. The product was returned for analysis.